Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed raw skin that was beginning to bleed underneath the ECG electrodes. The patient's medical outcome is unknown, as follow-up attempts were unsuccessful. There were no allegations of a device malfunction contributing to the irritation.